Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn over the up arrow keypad button. Evaluation revealed that the ok keypad button was intermittently responsive, more force and multiple button presses were required on the keypad in order to elicit a response. The up and down arrow keypad buttons were also unresponsive to button presses. All of the keypad buttons did not click back or spring back as expected. There was evidence of keypad corrosion found under all key contacts.

Event description:
The distributor reported that the up, down, and ok buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.